Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non conformances were found. When the device was returned to mmdg for investigation, the pump could not complete volumetric testing because it was falsely alarming no food. The no food alarm malfunction was the result of a failed pcb. The pump was serviced to correct that issue.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump appeared to be running, but that the pump alarmed dose done and nothing had been delivered. At the time of the complaint, the initial reporter stated that they had no further information about the complaint. There was no harm to the patient reported. Complaint (B)(4).